Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a meniscal repair procedure, it was observed that the sales rep's first truespan meniscal repair peek 12 degree deployed the first implant, but misfired on the second implant. When they removed the device from the patient, they noticed the needle was bent. The sales rep stated that the surgeon was likely using too much pressure and bent the needle. The sales rep stated the second truespan meniscal repair peek 12 degree also deployed the first implant then misfired on the second. The sales rep stated the surgeon fully depressed the triggers until the click and penetrated the meniscus to the depth stop. The sales rep stated that the first implants of both devices remain in the patient. The case was completed with two competitor's devices. There was a fifteen minute delay to cut the sutures and open the other devices. The devices are being returned for evaluation. There was patient involvement reported. It was not reported if there was a prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and inspected. The complaint can be confirmed. It was observed that the needle was bent downward. The trigger of the device was fired, confirming that the implants had been deployed. From this operation, it was observed that the deployment needle got stuck inside the sleeve of the device because of the needle being heavily deformed. It was stated by the mitek sales rep that the surgeon was most likely using excessive force when using the device. It is possible that the surgeon fired the first implant successfully, and then leveraged the gun in a way that the needle was bent. When the needle became bent, the sleeve blocked the deployment of the second implant upon being fired therefore causing the device to misfire. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.